Event description:
It was reported that the patient was presented at the hospital. Interrogation of the patient's pacemaker revealed that the right atrial (ra) lead was over-sensing noise. Programming changes were made to resolve the issue and the patient was stable.